Event description:
It was reported that pump displayed cartridge alarm 20 during load process, and caller stated this had happened before and required pump reset to move past alarm. There was no adverse impact to the customer¿s blood glucose level. Customer switched to injections for insulin delivery, and Technical Support arranged for replacement pump.

Manufacturer narrative:
In use at the time of the event:CGM model: G6.Mobile OS: iOS / iOS_iPhone 14 Pro / 2.9.1 / iOS 26.1.